Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had some low blood glucose. Customer stated that her doctor changed one of the settings and she has been having problems since then. Customer stated that when she goes to the user settings there is nothing in there and her history is blank. Customer stated that her blood glucose is not there. Customer's blood glucose was 69 mg/dl at the time of the incident. Customer has treated with food. Customer stated that the drive support cap is flush. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was explained that the user settings will not store her blood glucose and it will only list the time/date of when the settings were saved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.